Event description:
It was reported that patient had a battery replacement surgery. According to the representative present during surgery, the lead was twisted into a rats nest and there was a small tear in the insulation of the lead. The surgeon did a repair on the lead using a central line repair kit and impedance values were good during surgery and after. The explanted generator was received into product analysis, but this has not been completed to date. No known additional surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported by the physician that they could not confirm if the patient had manipulated their lead. The generator was explanted on an unknown date. The suspect product remains implanted in the patient. Additionally, product analysis was completed for the explanted generator. Analysis testing concluded that no anomalies were seen, and the device performed according to functional specifications. No other relevant information has been received to date.